Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and recaptured because the valve was under-expanded and there was concern that the nosecone would be unable to be retrieved. Following recapture, an infold of the valve frame was observed. The valve was re-deployed to 80% and the valve was not fully expanded. The valve was fully recaptured onto the delivery catheter system (dcs) and withdrawn from the patient. Per the physician, calcification most likely contributed to the infold. The valve and dcs were replaced. A new valve and dcs were used for successful implant. It was reported that the annulus size was 89.5 mm. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop34us (lot: 0011099261); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.